Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4)for an "unknown uretex."

Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.